Manufacturer narrative:
The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navlock could not be locked on the instrument. The shutter seemed to be broken. There was no patient present when this issue was identified.